Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed after 3 hours of the patient being at the recovery room. The patient was returned to the ep lab with a drop in blood pressure. The pericardial effusion was confirmed by ultrasound - transthoracic echo. The medical intervention provided was a pericardiocentesis and 500cc of fluid was removed. The patient was reported to be in stable condition. Additional information was received. It was discovered post use of biosense webster products. Physician¿s opinion on the cause of the adverse event was that it was procedure related. The patient had a pericardiocentesis and a drain placed. Outcome of the adverse event was improved at least. The physician can provide further updates on patient status. Patient required extended hospitalization because of the adverse event as the patient was tapped and drain placed necessitating a prolonged hospital stay. Transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. There was evidence of steam pop. The event occurred during the ablation phase for steam pop, pericardial effusion was noted post procedurally. The qdot micro catheter would have been at either 4 or 15 as we were above 35w. Based on the behavior of the temperature curve at the time of the steam pop, the caller¿s guess is that they were at 4cc as the temperature was rising. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used (range; time; fot; tag size) was 3,3,3-25%, 3mm. No additional filter used with the visitag. Color options used prospectively was other, impedance. Since the event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious. Steam pop was not considered to be a device malfunction. Steam pop was an expected physiological phenomenon.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31004421l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).